Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance, confirmed malfunction did not recur after reset, was advised to continue using pump and to call back if issue returned, and acknowledged understanding of these instructions.